Event description:
Procedure type: low anterior resection. According to the reporter: the staple line was applied but there was only a partial transection of the tissue with the anvil still attached to the tissue. A second anastomosis was performed, and 3cm of tissue on the colon side and 2cm of rectum tissue were sacrificed. Surgery time was extended by an hour and forty-five minutes. No bleeding or other residual ill-effects to the patient.